Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the sandstorm noise and abnormal color tone was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for a therapeutic laparoscopic procedure, the visera elite video system center had a sandstorm noise and the color tone was abnormal. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was observed no abnormalities were confirmed during visual examination and operation confirmation, aging was performed, and no noise r abnormal color tone was observed. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.